Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the blood glucose value of 300mg/dl due to discrepancy in blood glucose and sensor glucose values. Customer received frequent calibration requests. The event involved product(s) mmt-7020la, mmt-7911na. Troubleshooting was performed for difference between glucose values and blood glucose was 197mg/dl and sensor glucose was 77 mg/dl and the difference between blood glucose and sensor glucose was not within the range. Customer was explained sensor might have no longer been responding to glucose changes and explained possible causes. Customer was advised the sensor would be replaced. Troubleshooting was not performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. Mmt-7020la was requested and customer response was the device will be returned. Product return for mmt-7911na is not expected.